Event description:
A report was received that patient was experiencing pain at the lead site. The physician noticed there was fluid building up around the lead incision site. The patient underwent a pocket revision and was doing well post-operatively.

Event description:
A report was received that patient was experiencing pain at the lead site. The physician noticed there was fluid building up around the lead incision site. The patient underwent a lead revision and was doing well post-operatively.